Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) home patient experienced abdominal pain due to air pockets in the abdomen (amount of air described as "a lot"). On the same day as the onset, the patient went to the emergency room (ER) for the abdominal pain; however, was not admitted to the hospital. The patient was treated with naproxen for the pain and was discharged from the ER. The patient performed a manual drain from home and there was nothing unusual noted about their effluent; however, the pain persisted. The treatment with naproxen was stopped and the patient was treated with ibuprofen. The pain was ongoing for nine days, but the nature of the pain changed to include lingering back pain. No alarms had occurred on the homechoice at the time of the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.